Manufacturer narrative:
Date of event and therapy date are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-32698; 1627487-2020-32699; 1627487-2020-32701. It was reported that the patient developed scar tissue buildup at the lead site from the implant procedure, which restricted mobility. As a result, the leads were explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrections: results code and conclusions code were corrected. Manufacturer narratives/data was corrected in accordance with the other corrections.